Event description:
It was reported noise was observed during follow up. The lead was replaced. Noise issue was resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.